Manufacturer narrative:
A ge svc rep performed an on site investigation. The software was installed during the svc call. The reported issue is currently under investigation.

Event description:
It was reported that the systems movement was deactivated. When the motorized movements are completely down, the system would be effectively unusable. There is no report of injury or death associated with the event described in this complaint.